Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, while driving the mega needle driver instrument to close the hernia defect, customer noted that wires on its tip were broken. There were no instrument collisions. The procedure was completed with no reported injury. On 12/20/2024, following additional information was obtained from initial follow-up: the instrument was inspected prior to use with no damage to noted. Customer was driving a needle when issue occurred. There were no issues with opening/closing of the grips, left/right (yaw) motion of the grips, or up/down (pitch) motion of wrist before the wires broke. There were cables visibly protruding from the distal end of the instrument. The protruding cables were responsible for controlling opening/closing of the jaws and up/down motion of the wrist. No fragments fell into the patient. No photographic images of the device(s) or a video recording of the procedure were available for intuitive surgical, inc. (Isi) review.